Event description:
It was reported that the patient underwent a procedure at t12-l2. The posterior fixation screws were implanted at left t12, l1 and l2, and at right t12 and l2. It was reported that the right l2 screw broke at unknown time post op. The removal procedure was performed because fusion occurred. The construct was removed during the procedure. However, the broken screw tip could not be removed because it was "too deep".

Manufacturer narrative:
(B)(4): neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.